Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when lead analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a high impedance of the intractable pain patient¿s lead was observed. It was noted that ¿time-related deterioration of the lead was suspected¿ to have led or contributed to the issue. The patient¿s therapy was adjusted in an effort to troubleshoot the issue; however, there was ¿not much improvement¿ and the patient¿s leads were replaced as a result. The patient¿s system was replaced and the issue was resolved. The attending physician observed the cause of the issue to be the ¿product¿ and had requested analysis to ¿analyze which part had been fractured.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that conclusion code 11 and result code 3221 no longer apply to this report. Device evaluation: analysis of lead va0rkvq010 found that all conductors were broken 16.3 cm from the distal end. Analysis of lead va0s1cq016 found that all conductors were broken 37.9 cm from the distal end. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.